Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) examined the system onsite and confirmed that the system froze during a study and no movements were available. Review of the log files showed fdcsib, collimation, and ui devices related errors. Upon further inspection, the fse identified the fdcsib has failed with red led l2 illuminated and no communication to or from sib. Later, fse confirmed that the 24v power supply from ny16 in the mpdu was reaching the sib and measured at 24v. Subsequently. Fse replaced the fdcsib, loaded the necessary software, and tested the system. After the replacement of fdcsib, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system froze during a study. No movements were available. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.